Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to hospital with worsening heart failure symptoms. Device mode was changed. Far r-wave oversensing episodes were observed for few months. After temporary reprogramming the atrial maximum sensitivity, all atrial sensing was ceased. Patient's condition was stable and was being monitored. Re-evaluation of patient's medical history was recommended. Physician did not believe that the device parameters are responsible for patient's worsening heart failure; so programming changes were not made.